Event description:
The customer initially reported that their system would not prime. The system gave a "no air - check tubing" message. The customer disconnected and reconnected the tubing and the system was able to prime. The dr was able to complete the surgery, but noted that a small corneal burn occurred. Additional info from the customer stated that the system stopped irrigating/aspirating with an error code shortly after starting phaco. The phaco was stopped as soon as this occurred. The surgeon believes the priming problem may have had something to do with the burn. The outcome of the pt was noted to be "excellent".

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the problem. He upgraded the system software and the system testing met specifications. The customer did not save the tubing and cassette for eval. No samples were returned. The customer did provide the system settings in use at the time of the event, and review of the setting indicated no problems that would have caused a corneal burn. The complaint history was reviewed and there were no additional complaints reported for this system. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. A review of the complaint data indicated no adverse trends for the reported issue. The root cause of the corneal burn could not be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 05/23/2008.